Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds, loss of capture and diminished sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure the ipg exhibited inadequate numbers. Recapturing difficulties occurred when then ipg could not be seated into the ds cup. Once the ipg and ds were successfully removed it was noted to be "full of clots" that could not be removed with flushing. A new device was implanted. No patient complications have been reported as a result of this event.